Event description:
Per the clinic, the patient experienced pain with device use and was treated with IV steroids (date and duration not reported), and oral antibiotics ((date and duration not reported).

Manufacturer narrative:
(B)(4): implanted device remains.